Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced with a non-boston scientific device and lead due to pocket erosion and infection one week post implant. No additional adverse patient effects were reported. The product was retained by the hospital and will not be returned.